Manufacturer narrative:
Although the kit pouch used by the anesthesiologist was labeled "non-sterile sample, not for human use," pajunk has taken actions to prevent a similar situation from occurring in the future. A CAPA was opened to address this issue. To date pajunk has not received any report of adverse consequences to the patient due to the use of the non-sterile needle.

Event description:
On (B)(6) 2019, a doctor used a non-sterile needle from a demonstration sample of spinal kit tbl201 on a patient. Although the kit pouch was labeled "non-sterile sample, not for human use", the doctor did not see the label when he began the procedure. He noticed the "not for human use" label after the procedure and called the distributor to report the incident. As this was a non-sterile sample for demonstration purposes, a lot number had not been issued.